Event description:
Bedside report given. Patient sitting in chair with bedside table placed in front of patient. Patient watching tv, no complaints given states she did not want to go back to bed at that time watching tv. Chair check was intact as this rn did check with zero delay stated. 20 minutes later patient was found lying on the floor chair alarm did not sound. No chair check alarm sounding prior to finding patient on floor.